Event description:
The device was returned for service. Upon evaluation, it was found to run without user activation. There were no user injuries or adverse consequences.

Manufacturer narrative:
Internal components were evaluated and corrosion was discovered within the motor assembly and bearings. Corrosion on the electrical pins of the motor assembly can contribute to an intermittent electrical connection, which can result in the device unintentionally activating. The motor assembly and bearings were replaced, and additional preventative maintenance was also performed. The drill was returned to the user facility.